Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had received cosmetic damage. Customer¿s blood glucose level was 58 mg/dl. Customer stated that drive support is uneven. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery cap noted. Pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test . No error alarm during testing noted.